Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that while attempting to insert the syringe needle into the cartridge resistance was felt. Insulin was not able to be pushed into the cartridge. Insulin was observed exiting from the needle outside of the cartridge. As the customer had no additional cartridges on hand, insulin injections were used for insulin therapy. The blood glucose level was 150 mg/dl.